Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9680152, serial/lot #: n/a; product ID: 9733705, serial/lot #: n/a. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the port was replaced. The bulkhead was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. One side wall of the returned connector had been broken out with bent or broken contacts inside the connector. The ethernet cable was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned cable does not appear to be damaged but a continuity test revealed an open at pin 2. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site tried to perform benchmark testing for stealthconnect connectivity. It was identified that the external bulkhead connector and patch cable for the system was preventing the auto-negotiation from establishing at 1000mb/s. No patient was present at the time of the event.